Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was noted to be lethargic and was experiencing focal weakness. A computed tomography (CT) scan revealed a significant sized inferior cerebellar infarct with no displacement of the fourth ventricle. The vertebral artery was also noted to be calcified compared to the previous CT scan of the head performed in 2012. There was a suggestion of bilateral sulcal effacement in the supratentorial space. During the physical exam performed by the neurologist, the patient was found to be lethargic but awake enough to follow all commands well before falling back asleep. Her extraocular movement was intact with no ptosis or nystagmus. Her corneals were equal and her face was symmetric. The patient was able to hold up both arms up but tended to fall asleep. The patient had equal strength in her upper extremities. Although the patient was able to lift both legs off of the bed, she was not strong enough to perform heel to knee to shin cerebellar testing and her toes were pointed downward. On (B)(6) 2015, a computed tomography angiography (cta) of the neck and head with contrast was completed, and a mild atherosclerotic change was noted. No other findings were noted. The previously observed subacute left cerebellar infarct was noted. The patient was not on anticoagulants at the time of the event and will remained hospitalized. On (B)(6) 2015, the patient's lactate dehydrogenase (ldh) rose to 844 mg/dl, reported to be three times higher than the patient¿s normal limit of 82-240 mg/dl and plasma hemoglobin was 12.0 mg/dl as compared to the patient¿s normal of less than 10.1 mg/dl. Changes to the patient¿s medications were made. No further information was provided.

Manufacturer narrative:
Approximate age of device ¿ 6 days. The pump was not returned for evaluation, as it remains in use supporting the patient. No further issues have been reported. A correlation between the device and the reported ischemic stroke and hemolysis could not be determined through this evaluation. The instructions for use lists stroke, neurologic dysfunction, and hemolysis as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.